Event description:
It was reported that the user attempted to pair a dexcom g6 sensor and transmitter and received a prompt to connect cgm or enter a blood glucose value; the user had already placed a new transmitter without recording its serial number and attempted pairing using an old transmitter number, which constitutes an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.